Manufacturer narrative:
(B)(4). Product usage when the alleged issue was detected is unknown at this time. The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges the balloon leaked and did not inflate.